Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported product was removed due to the patient experiencing pain. Upon removal it was determined the patient had healed.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
An investigation was performed in the lab and there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. Review of the device history records was not possible due to no lot number being identified. The investigation results conclude that the root cause for this failure could not be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.